Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2hrnk serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they fully recharged their stimulator friday. Saturday they were driving to see a friend in (B)(6). Patient had been feeling fine. They had been talking to their friend when they got and extreme pain that made them scream. The pain stopped after a while. Patient went on their way and it happened again. It was a bad stabbing burning pain and it is right where the incision was where they did the surgery in (B)(6). Patient had been having throbbing pain at night and the doctor said they didn't have to do anything. The pain was not getting better it was getting worse. Tylenol was not helping any more. They did an x-ray and the manufacturing representative (rep) said the lead was out of place and was on top of the stimulator instead of underneath. The rep who was a gave the patient hope. The therapy wasn't working as well as it should. In (B)(6), the doctor went in and placed the lead underneath the stimulator. Since the last surgery, the patient didn't have any pain until this last saturday. Patient called into the doctor's office and asked them to call the rep and they hadn't called the patient back. The pain they were having was not regular. One time it could be three hours before they had the pain. The pain was hard and felt like getting stabbed with a hot poker. Patient called and got a hold of the nurse and they talked to the doctor and the doctor didn't think anything was wrong. The rep was there when patient had the last surgery to move the lead and they didn't understand why or what was happening to cause the pain. Patient's son said the doctor was the rudest person they had ever seen. The pain got really severe last night. Patient looked really white and was light headed. Nurse said they were going to tell the doctor this morning. They called back and said the light headiness had nothing to do with the therapy. The hcp said, the patient was probably over stimulating and the stimulator was zapping them. The hcp said it was not their problem, that they needed to deal with the manufacturer. Patient was at their friends in (B)(6), two and a half hours away from home. They didn't have their equipment with them to adjust the stimulation and didn't feel they could drive home. Agent told patient they would send an email to the rep covering the (B)(6) area to see if they could meet them to use the smart programmer to shut off the therapy until they get home. Patient saw the doctor's technical person two months ago. The patient really wanted to talk to the same rep. The doctors technician said they were going to get the rep to call them but they never called. Patient charged on friday and had no problems. Patient had no falls, accidents, or medical procedures to cause the shocking sensation. Patient said stimulator recharges easy and that they recharged regularly. Sometimes they would get burned a little bit when charging. Patient had turned up the stimulation two months ago to 0.1 and hadn't had any problems. Since the last surgery in (B)(6) they had lost another 40 pounds. They had knifing pain right where the incision was for stimulator. Went through all programs and program 4 is the best program. Patient can go 3-4 hours without having to go to the bathroom. At night they had accidents every night. Patient would really like the stimulator to work. Emailed rep about meeting the patient to turn off therapy and for the rep they had worked with to give the patient a call.

Manufacturer narrative:
Continuation of d10: product ID 978a128. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 30-jun-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had their device replaced earlier this year. They changed programs a few times, but it seemed like program 2 was working best for them. They were bumping it up a little at a time because they were still needing diapers/pads. This week, they suffered from extreme muscle pain in the area of the implant. After two days of this, and because it was steadily getting worse, they turned the device off yesterday, 6/29/2022. They felt immediate relief from the high level of pain, but it is still sore. They had to take tylenol regularly to control (not cure) it. They think maybe they had put it up to high; they think they had it at 2.7. The patient is wondering if the pain will subside, should they see their doctor, or should they try and different program.  Patient was advised that if stimulation is too strong it may cause pain or discomfort, and this is referred to as overstimulation. If they feel overstimulation at any point, it was recommended to turn the stimulation down. If decreasing does not resolve, also consider turning therapy off until they can follow up with their managing physician. Suggested changing programs as long as it is ok with the managing physician. Additional information was received from the manufacturer representative (rep). Caller stated patient had pain at pocket site for about the last 4 months and mentioned that patient had lost 100 pounds. Caller wasn't able to palpate ins very easily and reported that it felt like the wires were possibly sitting on top of the ins. Caller stated when patient sits up, it feels like ins may be tipped on its side. Technical services asked how patient's recharging experience has been and patient noted that after a few times of turning recharger off/on and it taking some time to connect, they were able to recharge fine. Caller verified that patient's handset/communicator easily connect to the ins and all impedances are green. Caller stated healthcare provider (hcp) has ordered imaging.